Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported their blood glucose declined to 50 mg/dl. Customer stated they did not receive any alarm regarding their low. The customer was unsure if the insulin pump went into threshold suspend due to their low. The customer reported their blood glucose was 287 mg/dl at the time of the call and the sensor glucose reading was 198 mg/dl. Customer also reported adhesive issues with the sensor. Customer declined to return the insulin pump for analysis.